Event description:
In 2005, the patient died, four days post-op. It is unknown if the patient's death was product related. Information also received stated that "no evidence of bleed or stroke from CT, MRI and neurological evaluation. All indications are consistent with hyperperfusion syndrom. More information was received stating that the patient had suffered a stroke during the procedure. A summary of the source documents received states that "the patient suffered a stroke during a carotid stenting procedure. The patient's situation was fairly stable, nevertheless the patient decided after three days to initiate a do not resuscitate (dnr), since patient did not want to persist in a hemiplegic condition. Cause of death is listed as sudden cardiac death, status post cerebrovascular accident, post carotid stenting."